Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (blocked air/water channel) was confirmed due to clogging of the nozzle, no water was fed. In addition to the white foreign material resembling plastic fibers from a brush clogging the nozzle, additional evaluation findings were as follows: the light guide lens was cracked, the suction cylinder had discoloration, the plug unit had a scratch, the bending angle in the up direction did not meet the standard value, the connecting tube had discoloration, and the universal cord had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that when using an evis exera iii colonovideoscope, the air/water channel was blocked. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, there was white foreign material resembling plastic fibers from a brush, clogging the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: operation manual chapter 3 preparation and inspection shows how to detect the event. Reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.